Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the keypad buttons were under responsive to button presses. The reporter indicated that the pump was disconnected related to this issue and while on a back-up treatment plan, the blood glucose elevated to 22 mmol/l with nausea and vomiting. This report is made based on the allegation that the patient experienced hyperglycemia after disconnecting from the pump for an alleged keypad response issue which was not resolved at the time of patient contact.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.